Event description:
It was also reported that the right atrial (ra) lead had no capture. The patient was scheduled for lead revisions and the device was reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The correct manufacture date of the lead is unknown after a search was completed. Concomitant product: product ID 694958, implanted: (B)(6) 2006; product ID 5054, implanted (B)(6) 1999; product ID d284drg, implanted: (B)(6) 2010. (B)(4).